Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged device noisy, sinus infection, nosebleed, headaches, nausea, nonproductive cough, difficulty breathing, shortness of breath and pressure to his chest. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device noisy, sinus infection, nosebleed, headaches, nausea, nonproductive cough, difficulty breathing, shortness of breath and pressure to his chest related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 27 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device noisy, sinus infection, nosebleed, headaches, nausea, nonproductive cough, difficulty breathing, shortness of breath and pressure to his chest related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed dried liquid spots, potential liquid ingress in the iso port. Manufacturer' observed the sd card cover and air inlet filter were missing. A small amount of dust-like contamination was observed in the air inlet, under the control knob on the ui panel, pca and on the blower cap. Manufacturer' observed a large liquid spot, potential liquid ingress on the blower housing in front of the blower outlet bellow. A very small amount of dust-like contamination was observed in the blower motor. Manufacturer observed potential degraded sound abatement foam stuck to the bottom of the blower housing and bottom enclosure. Using a known good power supply and power cable, pil verified the base unit provided airflow.the device's downloaded event log was reviewed by the manufacturer and found 15 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the device not functioning, being noisy, or having a strange odor. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.